Event description:
Information was received indicating that a smiths medical cadd legacy plus pump has a faulty downstream occlusion sensor (dso). The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The issue was caused by the downstream sensor and it will be replaced to resolve the issue.